Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during two intraocular lens (iol) implant procedures, the haptic of the iol broke. The lens was not removed, and it was noted that there was a small shift postoperatively. Additional information has been requested but not received.

Manufacturer narrative:
The root cause may be related to a failure to follow the directions for use (dfu); a non-qualified viscoelastic was used in the device. As stated in the preloaded delivery system dfu, only qualified viscoelastics must be used in conjunction with the device. All other viscoelastics are not qualified for use. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to lens delivery issues and/or damage. The use of non-qualified viscoelastics is considered a failure to follow the dfu for the preloaded delivery system and is not recommended under any circumstance. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).